Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was observed during initial testing. However, the reported problem could not be duplicated with the device. The ECG board will be replaced as a precaution by the service provider. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.